Event description:
It was reported that lately the patient has had to turn the implantable neurostimulator (ins) down when she goes to bed which drives her crazy otherwise it ¿arcs¿; it intensifies and then goes down, intensifies, and then goes down. The patient stated that when she goes to charge and looks at the battery, they can tell when it¿s at half power because it does this to her. The patient would then try to charge it and it would take longer than normal, and she would have to keep twisting the antenna dial because she would have a full set of coupling bars but then would go down to nothing, she would then have a full set of bars again, then go back to nothing. The patient thought she might just need to have the ins checked. It was noted that the patient could usually tell when the ins is waning in power and she kept stimulation amplitude at 4.95 volts to 5.0 volts. The patient used to keep amplitude at almost 10.0 volts, but with pain medication and the ins she was doing ¿really good¿. The patient stated that lately it is only when she is sleeping the device will keep her awake because it will give her a "shot of juice" that she doesn't need. It was noted that the patient was feeling stimulation at the time of the report on the right side of her body; the right side was actually shut off but the patient could feel it vibrating all the way down to her toe in her right foot. It was noted that the issue had been going on for about two weeks at the time of the report. No outcome or interventions were reported regarding this event. Additional follow-up is being conducted to obtain this information; if additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) 2014 and their concerns were resolved.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# v121145, implanted: (B)(6) 2008, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).